Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing/noise was noted in stored electrograms (egm) from the right ventricular (rv) lead during non-sustained ventricular tachycardia episodes resulting in pacing inhibition lasting 1-3 seconds. The rv lead polarity was reprogrammed and remains in use. No patient complications have been reported as a result of this event.